Event description:
It was reported post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 99% stenosed lesion being treated was located in the moderately calcified, moderately tortuous distal posterior descending artery (pda). The lesion was predilated with a 2.0x20mm non-bsc balloon, inflated to 10atm. The physician deployed a 2.50x24mm taxus liberte drug eluting stent, inflated to 26atm for 23 seconds. The stent was well apposed. Medications given included: heparin, integrilin, aspirin, and plavix. Seven days post the initial procedure, the pt presented with chest pain. Angiography identified in-stent thrombosis in the previously deployed stent. A non-bsc aspiration catheter was used to remove the thrombus and balloon inflations were performed. Pt status reported as "ok/stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.